Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. The customer changed the supplies to address the alarm and reported a blood glucose (bg) level of 88 mg/dl for this event. When the customer loaded a new cartridge, the customer reported that no drops of insulin were seen coming out of the patient line during fill tubing. A new cartridge was successfully loaded to address the reported event. Additionally, it was reported that the customer's bg level was elevated at 500 mg/dl throughout the day. The cause of the elevated bg level was unknown and the bg level was addressed with a bolus via the pump. Reportedly, the bg level lowered to target range after the supplies were changed. At the time of the report, the customer's bg level was 55 mg/dl. The cause of the bg level was unknown. The bg level was addressed with orange juice and chocolate. A system check with tandem¿s technical support confirmed that the pump functioned as expected.